Event description:
The hearing aid user came into the dispenser's office. Dispenser found a wax guard from her hearing aid had become separated from the aid and lodged in the user's ear canal. The dispenser referred the user to an ent doctor to remove the wax guard. The ent removed the wax guard with no further problem.